Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was severed approximately 115 millimeters (mm) from the terminal end. The proximal portion was returned in 3 segments without the distal end, as was reported in the field. The coils and insulation had been cut with a tool, which suggests this was induced damage upon explant. Visual inspection also revealed other lead damage consistent with the explant procedure as well as a cracked ID tag. The cracked ID tag is consistent with overstress potentially caused by bending the terminal leg over the ID tag area. Finally, setscrew marks were confirmed to be in appropriate locations on all three terminal pins. Continuity testing and x-rays confirmed all three segments were electrically continuous. Analysis did not identify any lead issues with the returned segments that would have caused or contributed to the observed high impedance measurements. Correction to b2: updated outcomes attrib to adv event to include life threatening. Correction to h6: updated impact codes to include life threatening.

Event description:
It was reported that this right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance measurements greater than 140 ohms. In addition, the device had reached the explant indicator and was emitting beep tones. Technical services (ts) reviewed troubleshooting options. This rv lead and ICD remains in service at this time. No adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system was scheduled for device replacement and right ventricular (rv) lead revision. There was some difficulty during lead extraction, and upon switching from the laser sheath to the bulldog extraction tool, a portion of the rv lead fractured and broke off in the right ventricle. A portion of the rv lead remained in the patient's body. The subclavian vein was torn, heavy bleeding in the upper left chest ensued, and a vascular surgeon was brought in for assistance. It was noted that the observed blood loss was not attributed to the fracture rv lead but rather the extraction tools and lack of dilation into the vein. The patient was admitted into the intensive care unit, but was now stable and taken off of intubation. The implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion (nbd), and the ICD and the extracted lead segment are expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance measurements greater than 140 ohms. In addition, the device had reached the explant indicator and was emitting beep tones. Technical services (ts) reviewed troubleshooting options. This rv lead and ICD remains in service at this time. No adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system was scheduled for device replacement and right ventricular (rv) lead revision. There was some difficulty during lead extraction, and upon switching from the laser sheath to the bulldog extraction tool, a portion of the rv lead fractured and broke off in the right ventricle. A portion of the rv lead remained in the patient's body. The subclavian vein was torn, heavy bleeding in the upper left chest ensued, and a vascular surgeon was brought in for assistance. It was noted that the observed blood loss was not attributed to the fracture rv lead but rather the extraction tools and lack of dilation into the vein. The patient was admitted into the intensive care unit, but was now stable and taken off of intubation. The implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion (nbd), and the ICD and the extracted lead segment are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was severed approximately 115 millimeters (mm) from the terminal end. The proximal portion was returned in 3 segments without the distal end, as was reported in the field. The coils and insulation had been cut with a tool, which suggests this was induced damage upon explant. Visual inspection also revealed other lead damage consistent with the explant procedure as well as a cracked ID tag. The cracked ID tag is consistent with overstress potentially caused by bending the terminal leg over the ID tag area. Finally, setscrew marks were confirmed to be in appropriate locations on all three terminal pins. Continuity testing and x-rays confirmed all three segments were electrically continuous. Analysis did not identify any lead issues with the returned segments that would have caused or contributed to the observed high impedance measurements.

Event description:
It was reported that this right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance measurements greater than 140 ohms. In addition, the device had reached the explant indicator and was emitting beep tones. Technical services (ts) reviewed troubleshooting options. This rv lead and ICD remains in service at this time. No adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system was scheduled for device replacement and right ventricular (rv) lead revision. There was some difficulty during lead extraction, and upon switching from the laser sheath to the bulldog extraction tool, a portion of the rv lead fractured and broke off in the right ventricle. A portion of the rv lead remained in the patient's body. The subclavian vein was torn, heavy bleeding in the upper left chest ensued, and a vascular surgeon was brought in for assistance. It was noted that the observed blood loss was not attributed to the fracture rv lead but rather the extraction tools and lack of dilation into the vein. The patient was admitted into the intensive care unit, but was now stable and taken off of intubation. The implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion (nbd), and the ICD and the extracted lead segment are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance measurements greater than 140 ohms. In addition, the device had reached the explant indicator and was emitting beep tones. Technical services (ts) reviewed troubleshooting options. This rv lead and ICD remains in service at this time. No adverse patient effects were reported.